Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, resulting in complete atrio-ventricular (chb) block. Control pacing was initiated. The valve was inserted, advanced and placed at a depth of 1 millimeter (mm) on the non-coronary cusp (ncc). Following deployment, the chb did not improve, and the patient was transferred to the intensive care unit (ICU) with controlled pacing. A permanent pacemaker was implanted following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.